Manufacturer narrative:
09-feb-2023 product investigation results: product return was received and investigated. Product investigation results showed that the complaint is caused by a breakage of the tip of the driving shaft due to improper consumer handling, storing and cleaning of the product.

Event description:
Brush head...falls off - oral-b [device breakage] . Brush head is loose - oral-b [device connection issue] . Case narrative: male consumer via phone stated that his oral-b smart expert toothbrush head was loose. While brushing, it fell off. No injury was reported. 09-feb-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3765 smart 6000n model d700.513.5x. The concomitant product was confirmed to be oral-b power power oral care refills. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head falls off - oral-b [device breakage]. Brush head is loose - oral-b [device connection issue]. Case narrative: male consumer via phone stated that his oral-b smart expert toothbrush head was loose. While brushing, it fell off. No injury was reported.